Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)

Event description:
The customer contact reported the pt received more medication than intended. At approximately 1100, the pump was programmed to deliver morphine 5mg/ml, in the pca only mode, with a 2mg pca dose, a 10 minute pt lockout, and a 24mg four hour limit. After 2 hours, the nurse reported the pump was alarming for an "injector type alarm" and she was unable to clear the alarm. The pharmacist was notified. It was reported that at this time, "the amount of morphine delivered did not match the volume missing from the vial. Pump displayed dose of morphine received by pt as 6.6mg and that would have been just slightly more than 1ml". The customer contact reported that 1ml more than expected was missing from the vial. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement pump. During testing at the user facility, the pump passed testing. Though requested, no additional information was provided.